Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, the proglide device was difficult to advance over the 0.035" guide wire. It was difficult to achieve a brisk pulsatile flow of blood. Difficulty was felt when removing the plunger and no sutures were attached to the needles. No additional information was provided.

Manufacturer narrative:
Device codes: 1142 labeled 3190 labeled. Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficult to insert the guide wire could not be confirmed as the there was no resistance observed using a proxy guide wire. The reported difficulty removing the plunger could not be replicated in testing environment as the device was retuned with the plunger removed. The reported needle to cuff miss was confirmed. The reported difficulty achieving blood marking could not be replicated in a testing environment as it was most likely related to procedure circumstance. The reported difficulty achieving blood marking appears to be related to under insertion of the device. A conclusive cause for the reported difficulty inserting the guide wire, difficulty removing the plunger and needle to cuff miss cannot be determined based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via 7fr sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, "the proglide device was difficult to advance the guide, to achieve it and to remove the plunger and needles from the body of the device. Evidence the node without suture rail to finish the closure". A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.